Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during a stage ii implant when it was tried to utilize the ipg device it would not advance into the lead. It was tried for over a half an hour to get the lead to fit inside the housing of the device and it would not advance. The screwed was backed up still would not advance. A new device was taken out of the trunk stock that device was successful in getting the lead to advance into the housing. The screw was set they ran an impedance and it came back good. Everything was within range and the pt was doing great and responding well receiving excellent stimulation. Add'l info has been requested, but was not available as of the date of this report.